Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level of 486 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the customer confirmed that the reservoir compartment was damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.